Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Event description:
Customer reported that the insulin pump was dropped in the toilet. Blood glucose value is 432 mg/dl; corrected with insulin bolus. Nothing further reported.